Manufacturer narrative:
The patient's sample was provided for investigation. The sample was analyzed on an e411 and a centaur analyzer which confirmed the original results of fpsa being greater than tpsa. Additional testing did not indicate the presence of an interfering factor. With this patient sample, none of the available testing methods tested gave conclusive results. No root cause could be determined. The patient was not adversely affected.

Event description:
The customer received four questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results for one patient over a 15 month period. The first two results, from 2010, were produced on one of two e170 analyzers in the customer's laboratory. The customer does not know which e170 analyzer the results came from. The other e170 related to this case had a serial number of (B)(4). The last two results, from 2011, came from a cobas e601 analyzer, serial number (B)(4). The patient's tpsa result was 8.71 ng/ml. The fpsa result was 10.18 ng/ml. On (B)(6) 2010, the patient had a tpsa result of 8.71 ng/ml. The fpsa result was 10.01 ng/ml. No repeat testing was performed. The customer stated the results were automatically released by the host computer and it was not discovered until (B)(6) 2011 that the fpsa results were higher than the tpsa results. The correct results are unknown. The customers verified that the patient did not receive any inappropriate treatment, have treatment withheld, nor was he otherwise harmed due to the alleged erroneous results. The customer believed this issue was patient-specific. The tpsa and fpsa lot numbers and expiration dates were not provided. The customer stated the laboratory has instated a rule in the lis to prevent reporting fpsa results that are higher than the tpsa. There will be no service visit possible as the laboratory has replaced the e170 analyzers with cobas e601 analyzers.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For medwatch on the e170 analyzer, serial number (B)(4), refer to medwatch with patient identifier (B)(6). For medwatch on the e601 analyzer, serial number (B)(4), refer to medwatch with patient identifier (B)(6).